Event description:
It was reported device shift with a leak occurred. A left atrial appendage (laa) closure was performed on (B)(6) 2025 using a 31 mm watchman flx pro closure device. The patient was discharged following the procedure. At the routine 45-day follow-up transesophageal echocardiography (tee), the device was observed to have shifted proximally, resulting in a leak. A thrombus was identified beneath the fabric skirt and is currently healing. The size of the leak was not measured. At the time of this finding, the patient was on eliquis and aspirin. There were no prior medical concerns before the leak was detected. No intervention was performed, and the patient will continue to be monitored at the next scheduled follow-up.